Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that insulin continues to drip after motor stops during manual prime process. Customer reported insulin continues to drip after letting go of the act button during the prime process. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.